Manufacturer narrative:
Follow-up # 1 date of submission 05/19/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 05/13/2014 with the following findings:a review of the pump¿s black box history showed a call service alarm was recorded. No call service alarms occurred during investigation. The pump case was removed and no internal defects were found. The complaint of the pump emitting call service alarms was observed in the pump history but was not able to be duplicated during investigation.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 064) issue. It was reported that the pump was emitting multiple call service alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.